Manufacturer narrative:
Initial.

Event description:
It was reported that a user of an ilet bionic pancreas system experienced low glucose, with a continuous glucose monitor showing a nadir of 66 mg/dl for about 30 minutes, after the user announced only breakfast and then consumed an unannounced snack, which led the pump¿s corrective algorithm to deliver insulin that contributed to hypoglycemia. The user treated with applesauce and fast-acting oral glucose. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and implicated the user interface only as the involved component without malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that caused or contributed to the event.